Manufacturer narrative:
Clinical review: ii was reported this patient was in the hospital (unknown reason). No fresenius product deficiency or device malfunction was reported. No further information is available despite multiple due diligence attempts. At this time, there is no documentation or indication that any fresenius device(s) caused or contributed to a serious adverse patient outcome. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis patient was hospitalized for an unspecified reason. There was no allegation of a device malfunction that caused or contributed to the patient¿s hospitalization. Additional information was solicited.